Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had red and green lines across the touch screen and customer was unable to interact with the pump touch screen due to the touch screen becoming unresponsive. Customer's blood glucose was 350 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.